Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 9fr hickman d/l catheter with two three-way valves attached to both luers was returned for evaluation. Functional, gross visual and microscopic visual evaluation were performed. A complete, diagonal break was noted approximately 25.3 cm from the distal end of the y-body. However, striations were observed on the surface of the complete diagonal break, which also appeared smooth. The investigation is inconclusive for the reported catheter break, leak, catheter occlusion and difficult to flush issues, as the distal catheter segment was not returned for evaluation, the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman pediatric cv catheter, dual-lumen, 9f products that are cleared in the us. The pro code and 510 k number for the hickman pediatric cv catheter, dual-lumen, 9f products are identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post catheter placement, the catheter was allegedly broken. It was further reported that contrast medium allegedly leaked. Reportedly there was difficulty in flushing the catheter and thrombus at the tip was observed. Patient experienced extravasation. Patient current status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that some time post catheter placement, the catheter was allegedly broken. It was further reported that contrast medium allegedly leaked. Patient experienced extravasation. Patient current status was unknown.